Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation;

Event description:
It was reported that during a knee arthroscopy with meniscal repair surgical procedure, when using the truespan 24 degree plga device, when attempting to deploy the first implant, it was observed that the mechanism jammed, and the implant could not be deployed. It was reported that the shaft was not bent or misaligned. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. No additional information could be provided.